Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure there was difficulty inserting the right ventricular (rv) lead pin into the connector port of the cardiac resynchronization therapy defibrillator (crt-d). It was noted that there was a setscrew/wrench interface problem. Additionally, it was noted that the rv lead exhibited high pacing impedance and no capture. The following day, the crt-d and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h6 device codes (fdd/annex a); img (annex g) component codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.